Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. No intervention was performed. The patient was asymptomatic and would continue to be monitored.